Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high a1c-2 tina-quant hemoglobin a1c gen.2 results for patient samples and survey material. They sent samples to another laboratory for repeat testing and the results were lower. Of the data provided for four patient samples, only the results for one of the samples were discrepant. The initial result was 11.1 % and the repeat result was 10.1 %. The erroneous results were reported outside of the laboratory. There was no adverse event. The reagent lot number was 21693601 with an expiration date of (B)(6) 2018. The customer recalibrated the reagent cassette, but the results were still high. Qc results were within range. The customer also changed the hemolyzing reagent. The field service representative changed probe b and probe c and ran precision testing. The customer calibrated and ran controls which were acceptable. The system was performing to specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.